Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015; 5076-58 lead, implanted:(B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had fractured, and it had exhibited high thresholds and high impedances. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.